Event description:
It was reported that the pump would sometimes shut off by itself without any warning. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.